Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: robot nephrectomy. Event description: bag didn't lock when looping cord was completely pulled. Additional information received from applied medical representative via email on 11dec25: some questions were not answered by them, so there are some blanks. They couldn¿t answer the questions about the location of the cord break relative to the bead. This is because they don¿t know what the bead is. Patient status (under anesthesia). Used an extra bag as intervention. Yes, the actuator able to be fully retracted but the cord was completely torn out of the bag, leaving the bag completely open and therefore impossible to close. Used by the doctor himself, used normally. Additional information was received from an applied medical representative via email on 17dec25: confirmed the hospital had disposed the device. Intervention: used an extra bag. Patient status: no patient injury reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but the lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot nefrectomy. Event description: bag didn't lock when looping cord was completely pulled. Additional information received from applied medical representative via email on 11dec25: some questions were not answered by them, so there are some blanks. They couldn¿t answer the questions about the location of the cord break relative to the bead. This is because they don¿t know what the bead is. Patient status (under anesthesia). Used an extra bag as intervention. Yes, the actuator able to be fully retracted but the cord was completely torn out of the bag, leaving the bag completely open and therefore impossible to close. Used by the doctor himself, used normally. Intervention: used an extra bag. Patient status: no patient injury reported.